Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 377860, lot# v020591, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported the patient¿s device has reached end of life (eol). It was noted the patient has an appointment on (B)(6) 2013 to meet with their health care provider. It was noted the patient inquired about a new implantable neurostimulator recharger.